Manufacturer narrative:
Unit in question has not yet been returned for testing and evaluation. Device in question has not been received.

Event description:
Per the customer....claims to have sustained injury at the time of initial use, unit was set to maximum pressure setting to prime as per product literature. Customer did not lessen pressure when attempting to use the product and claims to have experienced bleeding gums. Customer claims bacterial pneumonia/infection were sustained due to use of the product. Customer acknowledges that the product was not used as instructed. Customer emailed her dentist, the dentist wrote back and told her that she probably did not use the device correctly and did not agree with her self-diagnosis about the bacterial infection.